Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading reached the 40 mg/dl range. The most recent blood glucose reading was 65 mg/dl. The customer advised that his doctor was going to adjust his device settings and that he was going to give that a try first. He noted that he had not changed anything on the insulin pump and declined troubleshooting assistance. He noted issues with the carelink software as well. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.